Manufacturer narrative:
This report is 5 of 5 being submitted for this complaint. Reference mfg. Report numbers 2015691-2022-10188, 2015691-2022-10190, 2015691-2022-10191, and 2015691-2022-10193. Bibliography: open transcatheter valve implantation for mitral annular calcification: one-year outcomes ui hamid, a gregg, p ball, c owens, g manoharan; jtcvs, 2021, elsevier per the instructions for use (IFU), cardiovascular injuries such as perforation or dissection of vessels, ventricle, myocardial or valvular structures are known potential adverse events associated with the overall thv procedure and may require intervention. There are several potential etiologies for ventricular perforation during a thv procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. Per the instructions for use (IFU), (add adverse event name) is a potential adverse event associated with the transcatheter valve replacement (tvr) procedure and the use of the edwards thv devices. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest patient factors (calcium migrating beneath the posterior annulus) caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. H3 other text : the valve remains implanted in the patient.

Event description:
As reported, through a single-center study published in a european journal article 'open transcatheter valve implantation for mitral annular calcification: one-year outcomes'. The retrospective analysis of patients was from 2017 to 2020 referred for transcatheter mitral valve implant (tmvi). Demographic characteristics details, surgical strategy, perioperative complications, and hospital stay including 30-day and 1-year mortality were analyzed. The study included use of the edwards sapien 3 transcatheter valve in the mitral position. This complaint is for a 67-year-old female patient who underwent a transcatheter mitral valve implantation of a sapien 3 valve in mitral annular calcification and underwent a concomitant procedure of an aortic valve repair. The patient had a left ventricular (lv) perforation that was believed to have been caused by calcium migrating beneath the posterior annulus (p3 region) secondary to the radial compression from the frame of the valve. The patient was treated by applying 'hemosealing' and packing the injury. The outcome was successful. The patient was stable.